Manufacturer narrative:
Following initial contact, the customer contacted ge and advised that call was placed in error and that the system was operating as intended. No further service follow-up required. If additional information is received, it will be reported.

Event description:
It was reported that the itrak 3500l system could not be calibrated with angled suction ("field distortion error" message). However, the system would calibrate with straight. There was no report of patient injury.